Event description:
It was reported that the atrial lead dislodged during extraction of the right ventricular lead and there were no reported allegations with the atrial lead. The atrial lead was explanted and replaced. It was also reported that the replacement right ventricular lead was too short for the patient; therefore, the lead was not implanted and another lead was implanted successfully. No patient complications have been reported as a result of this event. It was also reported the

Manufacturer narrative:
Product evaluation summary: the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 693158 lead, implanted: 2006 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged during extraction of the right ventricular lead and there were no reported allegations with the atrial lead. The atrial lead was explanted and replaced. It was also reported that the replacement right ventricular lead was too short for the patient; therefore, the lead was not implanted and another lead was implanted successfully. No patient complications have been reported as a result of this event. It was also reported the